Event description:
Pt's home health rn reported pt's pump keeps beeping with "air in line", which started about 30 minutes into infusion. Home health rn restarted pump during infusion and it finished running but home health rn still has about 100ml remaining. Rph provided reprogramming code to home health run to reprogram remainder of infusion to be run over 2 hours. Home health rn also has supplies on hand to run via gravity if needed. Pt will need new pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 25gm. Gamunex-c sdv indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? - yes; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.